Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. No button error alarm during testing. Device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained that she tried to deliver a bolus twice but it would not work when pressing the act button, then it worked but she received the button error alarm. The customer did not recall any significant events leading to the alarm except for the weather being very hot. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.